Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis device was not crossing over for replenishment to bd logistics. The customer reported that while stock out bulletins were received, the pyxis did not come across for replenishment pulls. As a result, replenishment activity was not occurring as expected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.